Event description:
It was reported the driver was used during a breast biopsy. The device was activated into the specimen retrieval process and the driver motor quit in the middle of the initiation of the cutting process. The pt was rescheduled for a second procedure to obtain a more defined sample.